Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the display was scratched and illegible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On investigation, the alleged display issue was verified. The display lens was scratched. Unrelated to the complaint, the display was found to be dim and discolored. The audio bolus button cover was damaged while the button was responsive. The keypad cover was peeling from the base at the ¿ok¿ button. All the buttons were responsive and no anomalies were found with the button contacts when the keypad cover was removed. Additionally, a battery compartment was found below the grip pad.